Event description:
During device evaluation failure code 810:11 was found in the event history due to an out of calibration air-in-line printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
(B)(4). Misassembled hoop spring the analysis results found that device (a) was received with the cartridge cover broken. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loses inside the device, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. The analysis results of device (b) found that it was received in good visual condition. Further evaluation found that the clip track was not properly assembled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected due to the found condition of the clip track. This finding is not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. Misassembled clip track, dropping or ejected clip. The analysis results found that device (c) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling of the device, the precock trigger was found to be not properly seated thus, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. Batch # g9j62h mfg date: 1/12/2010; exp date: 12/12/2014. Non-conforming feed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the clip would not reopen. The applier was difficult to fire (without further detail) and the device produced abnormal sounds while firing. A second applier of the same lot number was used. After removing the applier from the tissues (without further information), a third device was used and worked properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Received the following information on (B)(6) 2010: during the procedure, the applier was difficult to fire (without further detail) and the device produced abnormal sounds while firing. A second applier of the same lot number was used. Consequences for the patient: no consequence after removing the applier from the tissues by manipulating the handles, a third device was used and worked properly. No damages of the tissues.